Manufacturer narrative:
The customer returned the quik-combo therapy cable to physio-control where it was evaluated by the failure analysis center. The cable showed signs of excessive use / wear. It was determined that the cause of the reported failure was due to an open in the therapy line. An x-ray confirmed this. The customer was able to provide the patient event record from the back-up lifepak 15 device used in the event. Physio-control performed a supplemental clinical evaluation and it was confirmed that the device use did not contribute to the outcome of the patient. Defibrillation was not indicated based on the ECG. The patient¿s ECG report that was obtained from the second device shows a non-shockable rhythm. This confirms the statement of a healthcare provider on scene indicating that the failure likely did not contribute to the outcome of the patient and that a back-up device was connected to the patient between 30 seconds and 1 minute.

Event description:
It was reported that the patient had been in a motorcycle accident. The patient had suffered traumatic injuries and was already in traumatic arrest when a paramedic arrived on the scene. When the device was placed on the patient with a quik-combo therapy cable, a connection to the patient could not be made. A second paramedic arrived between 30 seconds and 1 minute after the first paramedic and a second lifepak 15 device with a new quik-combo therapy cable was connected to the patient. The second lifepak 15 device worked as expected. It is unknown if therapy was delivered with the second lifepak 15 device. The patient was not resuscitated. The paramedics at the scene do not believe the failure of the device affected the outcome of the patient.

Manufacturer narrative:
(B)(4). The customer confirmed with physio-control that they were able to duplicate the reported failure by attaching the quik-combo therapy cable used in the patient event ((B)(4)) to a second device. The customer reported that they could feel kinks in the original cable. Additionally, they took a known working quik-combo therapy cable and attached it to the device used in the patient incident and no discrepancies were observed with the unit itself. The quik-combo cable was replaced and was reported to have resolved the reported failure. The device has not been returned to physio-control for evaluation. A clinical review of the reported event determined that the device use did not contribute to the outcome of the patient. This was based on the statement of a healthcare provider on scene indicating that the failure likely did not contribute to the outcome of the patient and that a back-up device was connected to the patient between 30 seconds and 1 minute.